Event description:
Caller states that his device read 39mg/dl and 120mg/dl within minutes. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.